Event description:
Covidien received a report where it was alleged that the device did not provide an audible tone.

Manufacturer narrative:
No product return for investigation. A service history record was reviewed and displayed no relevant failure. Device history record will be reviewed and a follow up will be submitted with results of the review.